Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. The patient later reported intermittency issues. Surgery to explant the patient's device will be scheduled.